Event description:
It was reported that urine was leaking around the foley. The foley was discontinued and the patient was straight catheterized. 1,800 ml of urine was drained.

Manufacturer narrative:
It was reported that urine was leaking around the foley. The foley was discontinued and the patient was straight catheterized. 1,800 ml of urine was drained. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.